Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high rv defibrillation impedance rising just above the alert threshold. It was noted that the lead is currently measuring within normal parameters. The lead remains in use. No patient complications have been reported as a result of this event.